Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of a drill bit was left in the patient¿s dura mater. The broken piece was left in the patient. It was unknown if this caused any delay in the procedure. On follow ¿ up it was reported that ¿patient was taken to operating room on (B)(6) 2014 and (B)(6) 2014 emergently for trauma related evacuation of epidural hematoma. All instrument, implant, and needle counts were correct at end of surgical cases. Post-operative CT scan of head on (B)(6) 2014 noted small metallic density in the right frontal region. On (B)(6) 2014, the patient returned to operating room for a cervical fracture repair, and the small metallic artifact (approximately 1/4 inch in length) was retrieved from the right frontal region. Upon investigation of the occurrence, the facility concludes a small portion of drill bit being utilized as suture passer fractured during the craniotomy procedure. No additional non ¿ routine actions were taken. There were no delays and the patient was discharged. Also provided is the initial reporter¿s information, patient¿s name; identifier, age, gender and weight. The drill bit was discarded by the facility.